Manufacturer narrative:
The damage to the shears indicates that excessive force was applied. The distributor suspects that the damage occurred during processing. The exact circumstances and the serial number in question are unclear.

Event description:
A distributor informed us that a customer claimed that some of the damaged scissor blades were discovered in the or but before they had been used inside the patient. The surgeon discovered the damage on one of the scissors (the distributor doesn't know which one) during a case while the instrument was inside the patient. The surgeon insists that the blade broke inside the patient. The surgeon paused the surgery and used a c-arm x-ray machine to search for the blade fragment in the patient, but she never found the fragment and the patient is still alive with no complications as far as the distributor knows. It is suspected that all these instruments were damaged due to improper handling outside of the operating room, and it was simply unfortunate timing that the damage was not discovered before the surgery.